Event description:
It was reported that during pre-surgery testing, it was discovered that the sagittal saw attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device was frozen. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned with an unspecified malfunction. During in-house engineering evaluation, it was observed that the device was frozen. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.